Manufacturer narrative:
Three samples of 3ml luer-lok syringes (p/n -309657) batch 4005232 were received and evaluated. All three samples arrived in unsealed packages with crinkling to most of the package and open seal with grid was open at the peel tab end consistent with bursting open. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the package integrity defect is associated with the packaging process. Most likely the package was compressed and burst open.

Event description:
No additional information.

Event description:
Material: 309657. Batch#: 4005232. It was reported that the bd luer-lok package was damaged/defective. The following information was provided by the initial reporter: "we had five 3 ml bd syringes that were found with the seal partially opened thus product was not sterile." Additional information provided on 04/30/24: "the defect was identified before reaching an individual, thus there was no harm to a patient."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.